Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Report source: foreign: the event occurred in (B)(4). The device was not returned for evaluation as the device remains implanted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Remains implanted.

Event description:
It was reported that a patient is in need of a bearing replacement in left knee as the agc da bearings were not reclassified. The surgeon requested to only exchange the bearing and leave the well fixed components implanted. No further information was provided and patient's outcome is unknown.